Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was sent to mg/dl. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported that they received an error 3 when inserting a test strip into their freestyle flash blood glucose monitor. Although this error was not confirmed during product testing, it was identified that the unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreament associated with this event.